Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate. Reportedly, there was insulin remaining in the cartridge when the insulin gauge displayed that the cartridge was out of insulin. There was no reported impact to the customer's blood glucose level. Although requested, no additional information was provided by the customer.